Event description:
Report rec'd of a non-delivery of an unspecified IV fluid. It was reported that an IV was infusing on a pt with unspecified solution at an unspecified rate. According to the reports co rec'd, there were no drops seen in the drip chamber. It was not known how long the infusion was running with no fluid being delivered. It was reported that the door to the pump was opened and the tubing "appeared macerated". The tubing was changed, and therapy was continued without further reported event. There was no reported adverse pt event. There was no further info available.